Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving partial stimulation coverage from her scs system. Reprogramming initially was able to provide effective stimulation. Later, diagnostic testing revealed all of the patient's lead contacts on the left side reflect invalid impedance readings. A CT scan revealed the patient's lead is fractured. Subsequently, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2018-13298.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2018-13298. Additional information received identified the patient underwent surgical intervention wherein both leads were explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.